Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer alleging possible pump under delivery. The customer¿s blood glucose was 310 mg/dl at the time of incident. Customer states that drive support cap appears normal. The customer was able to passed the displacement test. The insulin pump will not be return for analysis.